Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside the insulin pump and passed. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime, he presses act and esc and the device continues to alarm. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was unable to complete the rewind sequence. Blood glucose value was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.